Event description:
The freedom driver was not supporting a patient. A syncardia clinical support specialist reported that it was not possible to insert a freedom onboard battery into the right battery well. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a pt. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.